Event description:
It was reported that oversensing was noted on this lead via home monitoring. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned device data was inspected. During analysis of the available iegms noise was observed in the right ventricular channel, confirming the clinical observation. The analysis of the provided picture revealed a damaged lead insulation close to the devices header. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.